Manufacturer narrative:
E1: initial reporter phone no.:(B)(4). The device was received for evaluation. During functional testing, turn off even when is connected was reproduced. Evaluation experienced an intermittent connection when connected to the customer received ac adapter. A review of the event history log revealed 'improper shutdown' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ac adapter. Ac adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off even when connected upon device power up in the obgyn. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information/correction h11: the device was received for evaluation. During functional testing, the customer reported issue was reproduced. The device was found to have intermittent connection while using the customer received ac adapter. Additionally, corrosion was found on the battery contact pins which could cause intermittent connection between the battery module and the pump. A review of the event history log revealed 'improper shutdown' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the battery contact pins and the customer ac adapter. The rear case and ac adapter require replacement to address this issue. The corrosion on the battery contacts indicates a user issue as fluid/contamination may occur as a result of improper cleaning practices. To prevent residue build-up or corrosion, of the battery and/or electrical pins, user should follow the cleaning instructions provided in the spectrum operation¿s manual, which contains information cautioning the user on the cleaning of the pump accessories such as the battery modules. Should additional relevant information become available, a supplemental report will be submitted.